Manufacturer narrative:
Unit received pump error 75 during booting. Unable to perform the displacement and self tests or verify pump error 23, 25 alarms due to the pump error 75. Thump software was utilized and downloaded trace/history files properly. No unexpected pump error 25 alarm during testing or in the pump history noted. In further full review in the pump history found multiple 23 alarm on 04/16/2026 05:42:10.000, 04/16/2026 18:28:14.000, 04/16/2026 18:42:36.000. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, missing display window cover, stained keypad overlay, cracked case (battery tube), label damage. Pump error 25 alarm not confirmed. Pump error 75 during testing and 23 alarms confirmed in the pump history download due to a hardware error, problem isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running.) And also pump error 23 (post-reset ram crc alarm). The customer also experienced keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880, unk_ngp. Troubleshooting was performed. Customer was not able to clear pump error 25. Customer was able to clear the pump error 23 but was unable to complete the rewind process. Buttons become responsive again after replacing battery. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. No product return is required for unk_ngp.